Manufacturer narrative:
The field service engineer (fse) performed carryover test, and the result did not pass. The fse adjusted the ultrasonic and fitting seal to the red/white fitting on precision pumps and repeated carryover test, which passed. The fse also discovered an air leak on the eject plate fitting and installed a new air fitting to resolve the issue. No further evidence of air leak was observed. The fse proactively replaced the pick-and-place for the new version. All of the system parameters recovered within specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware is the likely cause of the event as repairs and adjustments resolved the reported issue. However, a specific hardware component was not identified as the singular cause of the event.

Event description:
The affiliate stated the customer reported falsely low cortisol result, for one pediatric patient, involving the unicel dxi 800 access immunoassay system. An initial of 88 nmol/l was obtained and did not correlate with the patient's clinical condition. The customer reanalyzed the same aliquot, on an alternate unicel dxi 800 system, and obtained a lower result of 650 nmol/l. The customer then analyzed a new aliquot, from the same sample, on both instruments, and obtained the same result of 650 nmol/l. The initial result was not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. The patient's sample was collected in 1.3 ml starstedt lithium heparin plasma tube and centrifuged at 3,000 rpm (rotations per minute) for five minutes, at room temperature. The sample was stored at room temperature for greater than one hour after collection. No sample integrity issues were observed - the customer noted the sample was in good quality. The customer indicated system check, calibration, and quality control (qc) were within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.